Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged several weeks after the implant procedure. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that, at the time of the lead replacement, a fracture was also suspected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.